Manufacturer narrative:
Based on the information provided the root cause of the reported incident cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints related to this event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additionally, all instruments used in the case were either in its last use, or single use instruments. Site complaint history reviews have shown that no complaints were filed against the instruments. No images or procedure videos were shared for the event. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted lobectomy surgical procedure, the patient experienced a cardio pulmonary failure and the procedure was converted to an open surgery, the cause of the reported issue is unknown. There is no allegation that an isi device malfunctioned during the procedure follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted lobectomy surgical procedure, the patient experienced a cardio pulmonary failure and the procedure was converted to an open surgery. The cause of the reported issue is unknown. There is no allegation that an intuitive surgical, inc. (Isi) device malfunctioned during the procedure. Although another surgeon who was observing the procedure stated that the patient¿s blood pressure dropped a few times during the procedure, there was no bleeding or injury reported. The cause of the reported incident is unknown. On (B)(6) 2021, isi contacted the isi clinical sales representative (csr) and obtained only the following additional information from the surgeon regarding the reported event: there was no malfunction of a da vinci product, but the cause is unknown. The surgeon stated there were no intraoperative complications that could link the davinci to the reported incident. The patient will be discharged from the ICU and there were no postoperative complications reported.